Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked barrel and foreign matter occurred before use with syringes 30 ml ls s/c 56. The following information was provided by the initial reporter, "it's found that the barrel tip was cracked, there was white material in side of the barrel and the plunger was quite difficult to move. There were 3 syringes as such." (Unused syringes).

Manufacturer narrative:
Investigation summary: one sample and two photos were provided by the customer for investigation. Visual analysis of the returned sample showed that the syringe tip was not properly molded in that the tip was not fully formed and that there were small streaks in the syringe tip and shoulder which gave the appearance of foreign matter. There was also a partial crack in the syringe barrel near the tip where the syringe did not get properly formed. The customer also reported difficult plunger movement so the plunger was fully extended and depressed with no difficulty observed. Two photos were provided by the customer. One photo shows a side view of the syringe tip showing that it is not formed properly. The second photo shows the syringe viewed from the bottom (looking up at the tip) which shows what appears to be white foreign matter in the syringe barrel shoulder between the syringe tip and the syringe body. An improperly molded syringe barrel can be the result of incorrect pressure, time or temperature during the molding process. Inspections are performed every four hours on one complete shot of parts. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a cracked barrel and foreign matter occurred before use with syringes 30ml ls s/c 56. The following information was provided by the initial reporter, "it's found that the barrel tip was cracked, there was white material in side of the barrel and the plunger was quite difficult to move. There were 3 syringes as such." (Unused syringes).